Manufacturer narrative:
The customer facility has requested for service of arjo concerto shower trolley because bolts connecting lifting pillar with frame were damaged. The claimed malfunction caused a detachment of the stretcher. The customer facility representative did not provide information regarding circumstances of this failure occurrence, but confirmed that no patient was involved and no injury occurred. The device was repaired and the faulty bolts were disposed. This concerto shower trolley was not under arjo service agreement, but it was repaired by arjo personnel as per the customer request. Based on the review of device service history records, it appeared that the involved bolts (part no. 6190089) have never been replaced. This however was difficult to be confirmed as the device was not maintained regularly by arjo. Concerto/basic shower trolley is intended for assisted hygiene care, especially showering and bathing of residents in care environments like senior/assisted living, group home, special care, nursing homes, hospitals and home care. It must be used in line with its intended use and in accordance with safety instructions by trained caregivers. According to "care and maintenance" section of the concerto/basic operating and product care instructions (IFU; 04.ba.02_5us,ca issued november 2004) delivered with the claimed device, the caregiver should perform weekly product checks, including mechanical attachments: "every week (...) Tilt the stretcher. Visually check the two bolts holding the stretcher to the chassis. No gaps are allowed." Customer obligations shall be carried out by qualified personnel following the instructions. Please note that IFU provides the supporting picture, which shows what parts of the device should be checked by caregiver. It should be underlined that any instability of the stretcher due to e.g. Loosened bolts (without direct risk of tilt) should be clearly visible and detectable for the device user. IFU also reminds that concerto has to be serviced yearly and according to the preventive maintenance schedule. The concerto/basic maintenance and repair manual (09.ba.00_5gb dated on may 2015), which is followed by the arjo personnel during annual maintenances, includes section related to the bolts in question. Based on this manual the mechanical attachments (such as lifting pillar bolts p/n: 6190089) should be checked to preserve the safety and performance of the product. If these bolts are not torqued with the specified value (50 nm), they should be adjusted or replaced according to instructions. The concerto/basic shower trolley is designed for patients with weight not greater than 150 kg. The frequent overloading of the device may lead to fatigue damages of its components. However, arjo representative has not received an information regarding weight of the residents who were using the device. In summary, the device was not up to manufacturer's specification as the bolts connecting lifting pillar with frame snapped causing the stretcher detachment. It is unknown if the device was used for patient hygiene at the time of the event. The complaint was decided to be reported to the competent authority due to information that bolts broke off and stretcher detached, which upon specific circumstances may lead to a patient fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The investigation is on-going and further information will be provided in the next report.

Event description:
The customer facility has requested for service of concerto shower trolley because of the broken off lifting piston bolts. The claimed malfunction caused a detachment of the stretcher. The customer facility representative did not provide information regarding circumstances of this failure, but confirmed that no patient was involved and no injury occurred. The device was repaired and the faulty bolts were disposed of after that.